Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the alarm history and black box did not find any activity outside normal use. The last basal delivery and last bolus were on (B)(6) 2014. A review of the black box showed that the pump was manually suspended on (B)(6) 2014 and was manually resumed at 04:52. Additionally, the black box indicated that a replace cartridge alarm occurred at 17:35 on 03/21/2014 and deliveries were not resumed until 18:07 when the pump was primed. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient was hospitalized for elevated blood glucose (bg) of 435mg/dl with abdominal pain, nausea, and vomiting. The reporter stated that the patient was diagnosed with diabetic ketoacidosis. The patient was reportedly treated with insulin via the pump and via injection, however, the patient was reportedly off the pump at the time of the call to animas. The reporter noted that the patient was experiencing growth spurts and puberty. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct, however, the reporter insisted the pump be replaced, stating that they had lost confidence in the pump. Although no pump defects were found during troubleshooting, this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy associated with the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.